Manufacturer narrative:
(B)(4). The customer's experience of the set cracking and leaking was confirmed. Visual inspection of the returned set showed a crack on the set's female luer. Functional testing was performed and leaking was observed from the crack in the female luer. The returned set was pressure tested and leaking was observed at less than 5psi. The root cause of the cracked female luer was not identified. Results: no available code for inconclusive result. Conclusion: no available code for undetermined or unk cause.

Event description:
Customer reported the following: it appears that the defect was noted prior to being flushed or used on a pt. There is a crack in the small-bore extension tubing port (i.e the port without the needless connector). There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.